Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by mother that the patient would have a cluster of seizures after swiping the magnet. Diagnostics seen to be okay. No other relevant information has been received to date.

Event description:
Product analysis review finds no anomalies within generator (that would impact performance). The pulse generator was opened, the measured battery voltage confirmed an ifi condition. A comprehensive automated pcba electrical evaluation (failed for a measured capacitor c4, (v cpu) value) and a battery life calculation were performed. Other than the noted events (c4), there were no performance, or any other type of adverse conditions found with the pulse generator. The c4 (v cpu) capacitor out of specification condition is associated with component aging and is an issue previously investigated and addressed in a prior investigation and has an accepted amount of risk.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be not related to the vns.

Event description:
It was reported that the patient's generator was replaced prophylactically. No other relevant information has been received to date.

Event description:
It was reported by the physician that the reported increased seizures are not related to vns. The increase in seizures are seen to be above pre-vns baseline levels. No other relevant information has been received to date.

Event description:
The explanted suspect device was received by the manufacturer for product analysis testing. No analysis has been completed analysis has been approved to date. No other relevant information has been received to date.